Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
It was reported that they experienced high blood glucose. The customer¿s blood glucose level was 430 mg/dl. The customer stated that insulin pump had insulin pump error alarm. Customer was able to clear the alarm and able to rewind the insulin pump. Customer was performed self test and displacement test and it was passed. Customer stated that insulin pump was shutted. Customer stated that insulin pump was not exposed to a high magnetic field. It was unknown if the customer was using auto mode or not. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device passed the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, and the displacement test. No unexpected battery power loss or pump error 82 alarms noted during testing. (B)(4).